Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not warmed on the arctic sun device. The patient was 34.4c and the target was 35.5c. Water was 30.7c and the flow rate was 2.4lpm. The nurse added more water to the device without emptying pads. Ms&s walked through the nurse emptying 400cc off device. Ms&s checked event log and nurse did not have an alert 113. Nurse put device into manual mode set for 42c. Ms&s called back later and water went up to 39c. The nurse placed device back into cooling mode.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to incorrect filling of device. This caused the rewarming issue. The serial number for the device associated with this particular event could not be identified by the complainant; however, the following serial numbers (sn:(B)(6)) were in use at the time this event occurred. These serial numbers underwent a manufacturing review and the device history records found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "filling ¿ when filling, the fill valve is opened and water is drawn up through the valve by the circulation pump. Water returns through the circulation tank to the supply tank. Negative pressure must be generated at the inlet of the inlet/outlet manifold for filling to occur, therefore the fluid delivery line must be attached. Arcticgel¿ pads should not be attached to the fluid delivery line during filling."

Event description:
It was reported that the patient was not warmed on the arctic sun device. The patient was 34.4c and the target was 35.5c. Water was 30.7c and the flow rate was 2.4lpm. The nurse added more water to the device without emptying pads. Ms&s walked through the nurse emptying 400cc off device. Ms&s checked event log and nurse did not have an alert 113. Nurse put device into manual mode set for 42c. Ms&s called back later and water went up to 39c. The nurse placed device back into cooling mode.